Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and several bent cannulas over the span of 10 years. The customer's blood glucose level was unknown. The customer stated the alarm was resolved by an infusion set change. The customer declined to troubleshoot. The customer requested replacement infusion sets. The insulin pump was not replaced or returned for analysis.